Event description:
Ous MDR - after an implantation period of about 7 months, oversensing and a shock impedance > 150 ohm were reported. No adverse pt side effects have been reported. The device was explanted.